Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for pump error 23, 68 and 49. The customer¿s blood glucose was unknown. Customer reports the pump was neither stored nor without a battery for less than 8 hours. Customer states the alarm occurred immediately after a battery change. Customer reported that pump error 23 has occurred more than once after a battery change. Advise the pump will need to be replaced. The customer decided to bypass any pump error 49, and 68 troubleshoot because the pump is being replaced the pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23/49/68 alarm noted. Unit was received with scratched case.